Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported, the insulin pump alarmed motor error and it occurred at night. Then the buttons on the insulin pump stopped working. The device was not dropped or exposed moisture. Customer had all ready reverted to back up plan. Customer's blood glucose was 400 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked connector at lcd board. The insulin pump was unable to verify motor error alarms due to button anomaly. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case at battery tube threads and minor scratches on lcd window.